Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated and exhibited high pacing thresholds. There is no known intervention as of this time. The lead remains in service. No additional adverse patient effects were reported. Additional information received from the field indicated that the perforation allegation was not confirmed for this right ventricular (rv) lead. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated and exhibited high pacing thresholds. There is no known intervention as of this time. The lead remains in service. No additional adverse patient effects were reported. Additional information received from the field indicated that the perforation allegation was not confirmed for this right ventricular (rv) lead however, the this lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated and exhibited high pacing thresholds. There is no known intervention as of this time. The lead remains in service. No additional adverse patient effects were reported. Additional information received from the field indicated that the perforation allegation was not confirmed for this right ventricular (rv) lead however, the this lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned in three severed segments which were ~121 and 172 mm from the terminal end, with a total length of 630 millimeters. The midbody segment is an empty lumen with no conductors. The high capture thresholds allegation was confirmed based on the observation calcification on the lead distal coil and residual calcification on the tip. The impedances seen in the device history are higher than expected right ventricle pace or shock likely due to the calcification noted on the lead shock coils. Also, residual calcification is noted at the tip. It is reasonable to assume the calcification may have also affected the capture thresholds as the electrodes have become mostly covered with calcification. The conclusion code was selected based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated and exhibited high pacing thresholds. There is no known intervention as of this time. The lead remains in service. No additional adverse patient effects were reported.